Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that she had suffered a hypoglycemic episode while at the restaurant. Pt became confused and incoherent so her sister called the paramedics. Pt is unsure what cgm was reading at the time but pt claims her bg was 28 mg/dl and that she never heard cgm alerts. Pt was transported to hospital by paramedics but refused admittance as her bg had climbed up to 98 mg/dl from the juice and the sugar her sister had given her. Technical support review pt's data and found that cgm had alerted pt 6 times of her dropping glucose levels. Cgm's alarms were also tested over the phone and were heard successfully. At the time of her call to dexcom technical support, pt was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.